Event description:
It was reported that the patient presented with blistering as well as opening of their incision with drainage of pus three months post device exchange. Transesophageal echocardiography (tee) showed stranding on the leads concerning for infection. The implantable cardiac defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a 5076-52 lead: (B)(6) 2009. Dtba1d1 ICD: (B)(6) 2013. (B)(4).